Manufacturer narrative:
Additional information: a2, a3, a4. H3, h6: the real intelligence robotic drill (us) rob10013, (B)(6), used for treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. The drill presented a "critical error" during the kpc. A case was attempted and failed. The drill presented a "timeout" error followed by a flickering icon on the connection screen. The most likely cause of this event is exposure motor failure. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the scope of this complaint and further investigation into the reported failure is being conducted to determine if additional escalation actions are required. Refer to the product instructions for use for guidelines on recovering to a fully manual procedure in the event of an unrecoverable hardware failure. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Per complaint details from the us, it was reported that while burring the last 5% of the distal femur (tibial was already cut) in a cori-assisted tka surgery, a robotic drill deactivation error popped up. They followed the proper steps to take by pressing continue and waiting to get back to cut screen to finishing burring but it only kept loading and the error popped up again. This happened two more times where it was loading after pressing continue, but the error would pop up. The drill light above drill plug-in was flashing. They quit the case, restarted the cori, unplugged the real intelligence robotic drill before turning on and plugged it back in, but the light kept flashing. The procedure was completed with manual instrumentation (for trialing and cementing implants) without significant delays. The patient was not harmed.

Event description:
It was reported that, while burring the last 5% of the distal femur (tibial was already cut) in a cori-assisted tka surgery, a robotic drill deactivation error popped up. They followed the proper steps to take by pressing continue and waiting to get back to cut screen to finishing burring but it only kept loading and the error popped up again. This happened two more times where it was loading after pressing continue, but the error would pop up. The drill light above drill plug-in was flashing. They quit the case, restarted the cori, unplugged the real intelligence robotic drill before turning on and plugged it back in, but the light kept flashing. The procedure was completed with manual instrumentation (for trialing and cementing implants) without significant delays. The patient was not harmed.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill (us) rob10013, sn000354, used for treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. The drill presented a "critical error" during the kpc. A case was attempted and failed. The drill presented a "timeout" error followed by a flickering icon on the connection screen. The most likely cause of this event is associated with a failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical escalation event review was completed. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. Refer to the product instructions for use for guidelines on recovering to a fully manual procedure in the event of an unrecoverable hardware failure. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Per complaint details from the us, it was reported that while burring the last 5% of the distal femur (tibial was already cut) in a cori-assisted tka surgery, a robotic drill deactivation error popped up. They followed the proper steps to take by pressing continue and waiting to get back to cut screen to finishing burring but it only kept loading and the error popped up again. This happened two more times where it was loading after pressing continue, but the error would pop up. The drill light above drill plug-in was flashing. They quit the case, restarted the cori, unplugged the real intelligence robotic drill before turning on and plugged it back in, but the light kept flashing. The procedure was completed with manual instrumentation (for trialing and cementing implants) without significant delays. The patient was not harmed. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.